Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was not possible to retrieve the egm's from the device. Technical support was contacted and suggested clearing the device memory as a resolution. No intervention was performed yet. The patient was in stable condition.